Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported a colleague infusion pump which alarmed for failure code 550:320:654:0000, interrupting patient therapy. A (B)(6) male patient was being infused with 15/50 milliliters vancomycin when the nurse pressed a key to extend keep vein open. After the nurse pressed the key the pump alarmed for failure code 550:320:654:000 which interrupted therapy. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed but could not duplicate the condition of failure code 500:320:654:0000. The root cause could not be determined. No repairs were necessary to repair the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. The root cause investigation is in progress through mdq-CAPA-(B)(4). A follow up report will be submitted if additional information becomes available.